Event description:
Patient in office for cystoscopy. Writer dropped 4x4 mckesson premium woven gauze sponges sterile on sterile field to use during cystoscopy. Writer lifted a piece of gauze up to use on patient and noticed a thin sharp metal wire mixed into the gauze about 2 inches long, very easily hidden. This was caught, but very easy to miss, and could have caused injury to the patient. Management made aware.